Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss for over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was returned on (B)(6) 2020 and evaluated on (B)(6) 2020. An exterior physical visual inspection was performed and passed. The transmitter voltage was tested and failed at 0vdc. Transmitter, pairing failure was observed in the cloud data.